Event description:
Pt leaned over toilet wretching due to nausea and noticed hemodialysis catheter on floor. Pt covered exit site and went to ER. Catheter inserted as tunneled rt internal jugular with subclavian exit site. Sutures removed in 2001.